Event description:
It was reported that during the procedure, the subject guidewire tip fractured inside the patient. The patient anatomy was moderately tortuous. Procedure was completed successfully with no clinical consequences to the patient. No other information is available.

Manufacturer narrative:
The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the guidewire was returned broken/fractured in 2 segments (4.4cm distal segment and 211.1cm proximal segment). The guidewire ptfe coating was examined under magnification, the coating was peeling in multiple areas to 91cm from the proximal end. In the proximal segment 211.1cm the core wire was noted to be exposed. In the distal segment 4.4cm the core wire was noted to be exposed. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. A functional test could not be confirmed as the device was damaged. The reported event was confirmed during the device analysis. The device failed to meet specifications when returned. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. In the case of this complaint it is most likely that the issue occurred due to procedural factors encountered during the procedure. The device was confirmed returned broken in two segments, and ptfe peeling along the guidewire shaft was noted. It is probable that excessive torque was applied and the ptfe coating was damaged and the shaft was fractured during manipulation. An assignable cause of procedural factors will be assigned to the as reported/as analyzed defect 'guidewire distal tip broken/fractured during use' and ¿guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire tip fractured inside the patient. The patient anatomy was moderately tortuous. Procedure was completed successfully with no clinical consequences to the patient. No other information is available.